Event description:
It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the piston cap was missing, the display screen was faded, and the audio bolus button cover was torn. These malfunctions are not likely to cause an adverse event because the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.